Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent left inguinal hernia repair by videolaparoscopy on (B)(6) 2017 and absorbable straps were used. During the procedure, when the device was triggered to eject the strap, the strap did not come out. After repeated attempts, the clamp left without strength, not being able to realize fixation and the strap was loose in the cavity. Another like device was used to complete the procedure. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
The analysis results found that the device was returned with no damage in the external components. Fire testing was not conducted because trigger was jammed. Upon disassembly, the staging leaf is observed to be deformed that is why internal cannula components were not sliding properly and consequently the device did not work as intended. No conclusion could be reached as to what may have caused the reported incident.